Event description:
During index procedure, the patient had two endeavor rapid exchange (rx) drug-eluting stent successfully deployed at proximal lad and first diagonal. One non-medtronic device was also deployed to mid lad. Approximately 2 months 3 week post index procedure, bleeding in diverticulum in sigmoid was observed. Clopidogrel was stopped for 2 weeks. Investigator indicated that there was no relationship with the study procedure. (Ref 9612164-2012-00624 and 9612164-2012-00625).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).